Event description:
It was reported that during a sigmoidectomy, the knife blade did not fully extend to complete the anastomosis. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.